Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube has a couple of sections with light material removed roughly parallel to the tube axis. Based on the location and appearance, the scratches are most likely due to instrument collisions or rough handling during the cleaning process. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as a disconnection of the instrument tip.

Event description:
It was reported that the monopolar curved scissors instrument has scratches on the shaft and nothing fell into the patient. No additional information was provided. No patient harm, adverse outcome or injury was reported.